Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was present on right atrial (ra) and right ventricular (rv) pacing leads. The pacing leads were initially re-programmed but were later explanted and replaced. No patient complications have been reported as a result of this event.